Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs), alleging a onetouch verio iq meter was reading inaccurately high results compared to a calibrated lab draw. The patient reported obtaining a blood glucose value of "200's mg/dl" on the lfs meter and "may be 112mg/dl" on the lab draw. It is not know how much time passed in between the readings. Due to the alleged issue the patient reported having symptoms of "anxiety" but was "unsure if it was due to diabetes or just anxiety." Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.